Event description:
It was reported that the system controller was exchanged due to "replace controller" message with a yellow wrench advisory. No troubleshooting was performed prior to exchanging the controller and the exchange resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace controller alarm was confirmed via log file analysis. The heartmate ii system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 39 days ((B)(6) 2023 per timestamp). A replace controller alarm was active on (B)(6) 2023 at 09:21:34 and was accompanied by a yellow wrench alarm and an lcd fault. The replace controller alarm and the yellow wrench alarm were activated due to the lcd fault. The alarm resolved by itself. The lcd fault was active several other times throughout the log file but was not active long enough to activate an auditory/visual alarm. Per the pocket controller release report this issue is a residual software anomaly that is being monitored. The driveline was disconnected on (B)(6) 2023 at 14:56:39 for a system controller exchange. There were no other notable alarms active in the log file. The system controller was functionally tested and was able to support a mock loop without any issues or alarms activating. Additional information provided on 30aug2023 stated that no troubleshooting was performed before exchanging the controller, and that replacing the controller resolved the reported issues. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate ii system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including yellow wrench, replace controller and lcd fault, and power cable disconnect alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.